Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via phone that an ar-2323bcc suture anchor peek eyelet broke off during insertion. This was discovered during a rotator cuff procedure on (B)(6) 2021. The eyelet was removed from the patient and the case was completed by using a new ar-2323bcc. No patient harm.